Manufacturer narrative:
Device deemed reportable at conclusion of investigation on october, 7, 2020. Reporter is company representative. Investigation summary: visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot number: ft00419) was received at us cq. Visual inspection of the complaint device showed the protection sleeve component was missing and the needle component was bent. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: needle od = 1.25 +0/-0.05mm. Measured dimensions: needle od = 1.21mm, conforming. Document/specification review: (current) and(manufactured) were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the protection sleeve component is missing and the needle component is bent. The missing component could possibly be due to disassembly during cleaning/sterilization. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part #: 319.006, synthes lot #: ft00419, supplier lot #: ft00419, release to warehouse date: 30-mar-2017, supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set at field site location (fsl) (B)(6) on an unknown date, the depth gauge for 2.0mm and 2.4mm screws was found to have a missing piece. There were no patient and surgical involvement. During investigation, it was determined the device was bent. This is report 1 of 1 for (B)(4).